Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification when using phoenix panel nid (448007) batch number 2333478. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show patient samples identified as shigella and salmonella when using the complaint batch. To investigate, one (1) retention panel from the complaint batch was tested using qc isolate e. Coli on a phoenix m50 machine and evaluated for identification results. Next, one (1) retention panel each from the complaint batch was tested using in house isolate e. Coli enf18541 and e. Coli enf18542 on a phoenix m50 machine and evaluated for identification results. All three (3) panels identified as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaint on the complaint batch, related to this defect but unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
Report 1 of 2 it was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as shigella and then as salmonella upon repeat testing. Confirmatory testing was performed and false results were not reported out. There was no report of patient impact. The following information was provided by the initial reporter: isolate 1: acc# (B)(6) - shigella ,repeat, salmonella, labcorp ID was e.coli. Did the failure occur with control or patient samples? Patient samples. What confirmatory tests were performed to determine that the results were in error? Lab corp confirmed were any wrong results reported to the doctors? If yes, were any patients treated based on erroneous results? No results reported to doctors or treatment for patients.

Manufacturer narrative:
The following fields were corrected: b5. Report 1 of 2 it was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as shigella and then as salmonella upon repeat testing. Confirmatory testing was performed and false results were not reported out. There was no report of patient impact. The following information was provided by the initial reporter: isolate 1: acc# 3423004316 - shigella ,repeat, salmonella, labcorp ID was e.coli. Did the failure occur with control or patient samples? Patient samples what confirmatory tests were performed to determine that the results were in error? Lab corp confirmed were any wrong results reported to the doctors? If yes, were any patients treated based on erroneous results? No results reported to doctors or treatment for patients d1. Brand name: (B)(6)d2. Common device name: system, test, automated antimicrobial susceptibility procode: lon d4. Lot #: 2333608 expiration date: 30-nov-2023 unique identifier: (B)(6) g5. The panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320 h4. Device manufacture date: 29-nov-2022.

Event description:
Report 1 of 2 it was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as shigella and then as salmonella upon repeat testing. Confirmatory testing was performed and false results were not reported out. There was no report of patient impact. The following information was provided by the initial reporter: isolate 1: acc# 3423004316 - shigella ,repeat, salmonella, labcorp ID was e.coli. Did the failure occur with control or patient samples? Patient samples what confirmatory tests were performed to determine that the results were in error? Lab corp confirmed were any wrong results reported to the doctors? If yes, were any patients treated based on erroneous results? No results reported to doctors or treatment for patients

Event description:
Report 1 of 2. It was reported that during use with the bd phoenix¿ m50 automated microbiology system, e. Coli was misidentified as shigella and then as salmonella upon repeat testing. Confirmatory testing was performed and false results were not reported out. There was no report of patient impact. The following information was provided by the initial reporter: isolate 1: acc# 3423004316 - shigella ,repeat, salmonella, labcorp ID was e.coli. Did the failure occur with control or patient samples? Patient samples what confirmatory tests were performed to determine that the results were in error? Lab corp confirmed were any wrong results reported to the doctors? If yes, were any patients treated based on erroneous results? No results reported to doctors or treatment for patients.

Manufacturer narrative:
E1. Initial reporter additional phone number: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k020321; k040099; k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 : see h10.